Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient stated two weeks ago the meter and pump were not communication so he was not getting his boluses delivered. Patient reported as a result he had an episode of elevated blood glucose readings and was admitted to the hospital. Patient stated he tested his blood glucose level and it was in the 400's mg/dl. Patient reported he was trying to give himself insulin through the pump but the meter and pump were not communicating so he was not receiving the bolus. Patient stated he eventually became unresponsive and was lying on the floor; did not pass out. Patient reported his daughter called the paramedics and they took him to the hospital where they administered insulin through IV until his blood glucose level came down; could not self-treat. Patient stated his blood glucose level returned to normal later that same day and he was discharged. Product was replaced and requested to return the alleged pump for evaluation.